Manufacturer narrative:
The insulin pump alarmed during basic test due to loose protruded drive support disk; unable to perform basic occlusion, prime, the excessive no delivery test due to a33 alarm. The insulin pump was monitored for four eight hours with multiple basal rate. The insulin pump functioned properly. No e46 alarm noted during our testing. The insulin pump passed self-test, a21 test and all operating currents are within the specification. No unexpected low battery or off no power alarm noted. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer also had a protruded reservoir and drive support cap. Customer was advised to replace and return.